Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not interrogate the device. An out of range message was displayed as telemetry could not be established, despite using two different programmer wands. Additionally, magnet application did not elicit tones. The device was explanted and a guidant cardiac resynchronization therapy defibrillator (crt-d) was subsequently implanted. The device was returned to guidant for analysis.